Event description:
The haptic was found broken after the lens was inserted into the pt's eye. The incision was enlarged to remove and replace the lens with no further injury to the pt.

Manufacturer narrative:
See MDR 1920664-2008-01102 for delivery device used with this intraocular lens.